Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok buttons were under responsive. It was also reported that moisture was present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2015 with the following findings: the pump was returned with the keypad cover intact; with no peeling or damage. During testing, the keypad buttons were appropriately responsive. The keypad cover was removed and no evidence of contamination was found. Unrelated to the complaint, the battery compartment was cracked and the audio bolus button cover was damaged. The audio bolus button responded appropriately during testing. Evidence of moisture was found in the battery compartment. The pump failed a leak test due to the battery compartment crack and damage to the audio bolus button cover. The pump cover was opened and evidence of moisture was found throughout the pump.